Event description:
Loss of osseointegration, implant achieved osseointegration, primary stability was achieved, implant was completely covered with bone, thread tap used, xerostomia, smoker, periodontal disease, diseased mucous membrane, bone resorption, peri-implantitis, inflammation, mobility.